Manufacturer narrative:
Other, other text: returned device was received for evaluation . Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional information: a1, b5, and h6 ( patient code).

Event description:
Additional information was received indicating that the malfunction happened while testing.

Event description:
Information received indicating that a cadd solis vip pump alarmed when latch was closed. No adverse effects reported.